Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's machine flow sensor and system board need replaced to address the issue.